Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer had been experiencing high blood glucose readings. The reading was 262 mg/dl at the time of the call. It was also stated that insulin leaked from the reservoir into the reservoir compartment. Nothing further was reported.